Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/apr/2012 and 19/oct/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "lump/nodule, neurological symptoms, and cancer" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "implants possibly leaking."

Event description:
Patient reported "a lump or thickening in or near the breast or in the underarm area" being diagnosed with a "neurological disease" and "brain cancer." Patient then reported "implants possibly leaking." Patient additionally reported "moderate breast pain" and "dropped weight;" these events are not related to the device. Device remains implanted. This record is for the left side.